Event description:
The customer reported the system had an intermittent saturation fault error. This may prevent the system from booting up, which would result in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The igbt board was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and returned to service.